Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the daily insulin delivery totals that were recorded in the pump's history correctly reflected the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was exercised at a 2 units per hour rate for 24 hours. After the 24 hour period, the pump history showed that 48 units of insulin were delivered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hypoglycemic event. The reporter stated that the patient had a blood glucose level in the range of 30 mg/dl but didn't report any symptoms that the patient might have experienced. There was no required assistance from a third party relating to this event according to the reporter. The reporter reviewed the pump with a customer technical support representative and found that the basal histories in the pump did not match the active basal program. This complaint is being reported because the patient allegedly experienced a severe hypoglycemic event while on pump therapy due to an inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.